Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a battery indicator warning with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began "10 days ago" prior to contacting lfs. He stated that he manages his diabetes with pills, diet and exercise and due to the alleged issue "8 days ago" prior to contacting lfs he had less food/drink. The patient claimed "8 days ago" prior to contacting lfs, he felt that he was "urinating frequently". He denied receiving any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that there was no information of misuse of the device and that the battery needed to be replaced but he patient did not have a new battery available during the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 (11/30/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter was found to have a low/dead battery. The meter has passed testing with no faults found after the battery was replaced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.